Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after a syncopal event. A boston scientific technical services consultant expressed concern over noise on the atrial channel. Additionally, noise was noted on the shock channel. The consultant reviewed the data and discussed the clinical observations with the caller. No additional adverse patient effects were reported.